Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the coating on the forceps cet525 fenestrated was damaged. The device which was used during thoracic surgery . However, the customer did not know if the devices were in contact with patient, if the patient was injured or if the event led to increase surgery time. The observation was done when the instruments box was completed.

Event description:
N/a.

Manufacturer narrative:
The curved fenestrated forceps (cet525) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the forceps verified the complaint reported by the customer as valid. The insulation of the received device was damaged, there were deep impacts all along the device and the insulation was cut. Root cause analysis: it was determined that the damages of the insulation was due to bad handling of the device during the use, the reprocessing or the storage.